Event description:
It was reported that the pt had a pump and catheter replacement. The physician had thought that there was a "catheter issue" but discovered that it was "fine" during the pt's surgery. The pt outcome was "no injury." The medication being delivered via the device was lioresal.

Manufacturer narrative:
(B) (4).